Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to a lesion in the rca with 90% stenosis, no calcification, or tortuosity but the device could not cross. The lesion was pre-dilatated again and the physician attempted to deploy the device again but the balloon ruptured and deflated slowly. The stent was successfully implanted without any issue and no complication was observed. The physician commented that there is no issue to the stent itself.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure¿ (balloon rupture). Evaluation conclusions: inherent risk of procedure¿ (balloon rupture). Conclusion not yet available ¿ (analysis on the device to be completed). (B)(4).

Manufacturer narrative:
Results: related to operational context ¿(balloon possibly damaged by the accessory device during advancement and/or retraction.) Conclusions: related to operational context ¿ (balloon possibly damaged by the accessory device during advancement and/or retraction.)

Event description:
Evaluation summary: no resistance felt while loading a 0.015" patency mandrel. There was blood present in the inflation lumen and balloon indicating the presence of a leak. The device was place in the waterbath to disperse the residue. On removal from the waterbath negative prep confirmed the presence of a leak. On pressurization of the device a leak was detected on the balloon body distal to the proximal inner shaft marker. A small tear with lead in scratches on proximal side was visible on the balloon.